Event description:
It was reported that during the procedure, while turning counterclockwise, the tap cracked down the middle. The surgeon attempted to continue to use the tap unsuccessfully and when attempting to remove the instrument, the tip broke off. They were not able to remove the tip and it remains in the patient. The case was completed by placing a screw in the other direction. There was no reported surgical delay or additional patient impacts.

Manufacturer narrative:
The returned tap was evaluated. The tip was found to have broken off. The cause could attributed to the patient's reported hard bone which could cause higher torsional forces that exceeded the mechanical strength of the tap. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure, while turning counterclockwise, the tap cracked down the middle. The surgeon attempted to continue to use the tap unsuccessfully and when attempting to remove the instrument, the tip broke off. They were not able to remove the tip and it remains in the patient. The case was completed by placing a screw in the other direction. There was no reported surgical delay or additional patient impacts.